Manufacturer narrative:
(B)(4)

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction . H6: adverse event problem - additional information/correction -removed incorrect code 3233 and 11 , replaced with correct code: 3221 and 4315.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.